Manufacturer narrative:
The pod was received with the needle mechanism partially deployed, with the formed needle extended beyond the bottom housing and slide insert not visible in the top housing viewing window. The pod data shows that the pod completed both priming sequences in the expected number of pulses before deactivation. The investigation found that the hole in the bottom housing needle well was found to be misshapen and inadequate. The inadequate bottom housing needle well hole did not provide enough clearance to allow the cannula sub-assembly to deploy fully during needle mechanism firing. The inadequate bottom housing was confirmed to be the cause of the reported needle mechanism failure.

Event description:
The patient reported that the needle failed to fully deploy during pod activation and the pink slide did not advance, indicating a needle mechanism failure. Upon removal of the pod, the needle was partially visible, while the cannula was not visible. The pod was not worn. There was no impact on the patient's blood glucose levels reported. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.251205.006. Hardware: pixel 6. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.